Event description:
The outer silicone tubing is abraded open. The reported fracture of leads was not verified within the returned lead portions. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
It was reported that the patient's device showed high impedance. The diagnostics were within normal limits a few months back. The patient is not experiencing any adverse events. The outputs were disabled and the patient is being sent to have x-rays. The patient underwent lead replacement. The old lead pin was inserted into the generator and high impedance persisted (greater than 10,000 ohms). Incomplete pin insertion was ruled out as the cause. The old lead was cut leaving just the coils on the nerve. The generator was tested separately with resistor and the impedance was normal. The impedance with the new lead was 1683 ohms. The explanted lead is not available for return.

Event description:
The explanted lead was available for return and was received. Analysis is underway but has not been completed to date.